Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lightheaded and dizzy. Their meter allegedly would only prompt insert strip. The result on their meter was: unable to test. No other blood glucose test reported. No alternate test reported. No treatment reported. No further info has been reported.